Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. There was no reported adverse impact to the customer. Reportedly, the pump and transmitter were not worn within line of sight; however, the out of range issue was not resolved after the devices were brought within line of sight. The customer indicated that the cgm session would be restarted and that tandem technical support would be contacted if the issue was still not resolved. The customer did not contact tandem technical support regarding the reported issue.